Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, symptomatic patient 2's sample was collected and transported to the lab at room temperature. Sample was vortexed briefly before testing on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a positive; flu b negative; rsv negative. This result was reported to the physician. Sample was refrigerated after testing. Patient 2 retest 1: on (B)(6) 2022, microbiology lead questioned the results and requested the sample be retested. Sample was removed from the refrigerator. It is unknown if the sample was allowed to come to room temperature before testing. Patient 2's same sample was vortexed and retested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician on (B)(6) 2022. Patient was discharged upon this result. Customer follows pi, except that they vortex samples briefly before testing. No known deterioration in patient health as a result of this issue at this time. This case involves a specimen from symptomatic patient that tested positive for flua and sarscov2 by xpert xpress cov-2/flu/rsv plus test. Curves were normal in appearance. Customer questioned result and repeated the test. On repeat testing, all targets were negative. Normal appearing curves. No evidence of product malfunction. No known impact to person tested. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, symptomatic patient 2's sample was collected and transported to the lab at room temperature. Sample was vortexed briefly before testing on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a positive; flu b negative; rsv negative. This result was reported to the physician. Sample was refrigerated after testing. Patient 2 retest 1: on (B)(6) 2022, microbiology lead questioned the results and requested the sample be retested. Sample was removed from the refrigerator. It is unknown if the sample was allowed to come to room temperature before testing. Patient 2's same sample was vortexed and retested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician on (B)(6) 2022. Patient was discharged upon this result. Customer follows pi, except that they vortex samples briefly before testing. No known deterioration in patient health as a result of this issue at this time.